Manufacturer narrative:
Concomitant products: 6947 lead, implanted: (B)(6) 2007; 5594 lead, implanted: (B)(6) 2007.

Event description:
It was reported that the low-voltage right ventricular (rv) lead triggered a lead integrity alert (lia) and oversensing of sensing integrity counter (sic) and non-sustained ventricular tachycardia (nsvt) episodes due to electromagnetic interference (emi) was observed. It was noted the patient had previously been doing work around a fish pond pump and the patient indicated the implantable cardioverter defibrillator (ICD) had also previously alarmed while they were working around speakers. The lead was explanted and it was noted after the extraction procedure, insulation damage midway along lead was observed, which was suspected to be due to the extraction procedure. The ICD remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the lead was returned in segments, analyzed and the outer insulation of the lead developed a breach at the first rib/clavicle location while in vivo. Performance data collected from the device was also received and analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter). It was noted there were 185 ventricular sics in the last twenty nine days.

Event description:
It was reported that approximately one year prior, the low-voltage right ventricular (rv) lead triggered a lead integrity alert (lia) and oversensing of sensing integrity counter (sic) and non-sustained ventricular tachycardia (nsvt) episodes due to electromagnetic interference (emi) was observed. It was noted the patient had been doing work around a fish pond pump and the patient indicated the implantable cardioverter defibrillator (ICD) had also previously alarmed while they were working around speakers. At the time, it was decided to cap and replace the low-voltage pacing lead with a new pace/sense lead. The capped lead has recently been explanted and it was noted after the extraction procedure, insulation damage midway along lead was observed, which was suspected to be due to the extraction procedure. The lead was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.